Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation:size change. Concomitant products: 600cc mentor memorygel breast implant (catalog #: 3506001bc, serial #: (B)(4)). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old hispanic/latino female patient underwent a revision breast augmentation with a 600cc mentor memorygel breast implant prosthesis and experienced postoperative right-sided rupture and a procedural delay. The patient underwent bilateral removal and replacement with two 800cc mentor memorygel breast implant prostheses (catalog #: 3505800bc, left serial #: (B)(4), right serial #: (B)(4)) for size change on (B)(6) 2020. Upon explantation, the rupture was observed, and caused a 15 minute procedural delay.

Manufacturer narrative:
On (B)(6)-2020, the investigation on the suspected medical device was completed. Investigation summary: during visual inspection, a delamination area was observed in the posterior view. Leak testing revealed that the patch was separated from the shell and a leakage was detected caused by the delamination. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).